Event description:
It was reported that patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. The explanted device will not be return as it was retained by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.